Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. The company representative performed troubleshooting and noticed that the screen was not aligned. She aligned the screen and was able to interrogate her dummy generator was no issues. The physician reported the screen freeze occurs occasionally but he is able to get the handheld to work by pushing the reset button.